Event description:
Complainant alleged that during biomed testing the device did not respond to input selection when buttons on the front panel were pressed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.